Event description:
The customer reported that the ventilator alarmed "low tidal volume" and that the pt desaturated, and was taken off the ventilator and bagged and was placed on another ventilator, the saturation improved, no harm to the pt. Vent settings neo natal pressure simv ac, rate 32 bpm, insp press 26 cmh2o, inp. Time 1.20 sec, psv 16cmh2o, peep 10, flow trigger .5l/min, fio2 100%. Alarm settings: high rate 100 bpm, low vte .5ml, high vte 70ml, low ve .01l, high ve 5l, low ppeak 5 cmh2o, high ppeak 46 cmh2o, low peep 2, apnea interval 10 seconds. Pt was on continuous iloprost nebulizer.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and was not able to duplicate the customer reported complaint. The device operated per MFR specifications.